Event description:
It is reported that the stem did not have initial fixation so that the stem was explanted and a stem one mm larger was implanted, resulting in perfect press-fit.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.